Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and lead slack issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the helix was bent/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. The cause of helix mechanism issue was due to damaged helix consistent with procedural damage.

Event description:
It was reported that patient presented to the emergency room with discomfort. It was noted that the right ventricular lead was dislodged as confirmed via x-ray, and the lead did not have any slack. The helix of the lead did not extend after multiple turns. The lead was explanted and replaced. The patient was stable.